Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device change out, insulation anomaly was observed. All electrical measurements were stable. The physician elected to repair the lead. The patient condition was stable.